Manufacturer narrative:
(B)(4).

Event description:
It was that during a follow-up, the device was in back up vvi reset mode after radiotherapy. Software download was successfully performed. The device was restored to normal operation and reprogrammed to previous programmed settings. Patient is in good condition.